Event description:
The account reported the brake was not holding. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake caster is worn, most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.